Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 instrument was fired. Since there was no "crunch" sound during firing, the surgeon examined the staple line and found the anastomosis improper. Posterior staples were square shaped (no "b" shape), so the surgeon put extra sutures to adhere the hemostasis and complete the anastomosis (however the knife did cut through). The rep fired another cdh33 in front of the surgeon, from the same batch, and observed the same thing. The device being returned is the device that was fired by the rep.